Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, on the literature review ""is robotic-assisted unicompartmental knee arthroplasty a safe procedure? A case control study"", a total of two hundred (200) ukas were conducted and assisted with a a blue belt navio robotic surgical system. From this cohort, a total of seven (7) revisions where performed due to aseptic loosening without implant malposition (3), aseptic loosening with implant malposition (1), subsidence (2) and an unspecified postoperative infection (1). The postoperative period during which these symptoms/complications were diagnosed is unknown. The specific explanted implants associated to each revision could not be confirmed at this time, as the paper states that all implants were cemented and consisted of either an all polyethilene tibial component and resurfacing femoral component (hls-uni evolution, tornier) or a metal backed tibial component with conventional femoral component (journey uni, smith & nephew). The outcome of all patients is unknown. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, a retrospective cohort study of the navio¿-assisted uka noted a total of seven (7) revisions (table 2) due to: aseptic loosening without implant malposition (3), aseptic loosening with implant malposition (1), subsidence (2), and an unspecified postoperative infection (1). The postoperative period during which these symptoms/complications were diagnosed is unknown. The specific explanted implants associated to each revision could not be confirmed at this time, as both s+n and competitor components were involved in the study. The outcome of all patients is unknown. As of the date of this medical investigation, clinical documentation has not been received. Without patient specific medical documentation, definitive clinical factors which could have contributed to the reported events could not be concluded. The impact to each patient beyond that which was reported cannot be determined based on the limited information provided in the literature. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis, traumatic injury, surgical technique used, user/procedural variance, limited range of motion, patient anatomy, postoperative care, abnormal loading of limb, loss of sterility or contamination during procedure, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).